Event description:
The customer returned the product for damaged housing on the left side, during device evaluation, a damaged downstream occlusion (dso) seal was damaged. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for analysis. Service history review identified that the device had not been in service in the past. Visual and functional tests were performed. The customer¿s problem was confirmed. A downstream occlusion (dso) seal damage was identified during further investigation. The dso seal was replaced. The device then passed all tests after the repairs.